Event description:
During lithotripsy, the physician used a cook fusion lithotripsy extraction basket. It was reported that the wire in the sheath broke. The sheath was then removed and emergency lithotripsy was successfully performed using the same basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Mechanical lithotripsy applies a high force to the drive wire, basket wires and the stone. If the stone requires a force to fracture that exceeds the tensile strength of the drive wire or basket wires, breakage will occur. The IFU includes the following warning "basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The basket had been removed from the sheath and was returned advanced into a lithotripsy cable (mfg: mtw). The device sheath and handle were also included in the return with no visible damage. The lithotripsy basket was removed from the lithotripsy cable for further evaluation. The basket is deformed, indicating an application of force. It is unknown if this deformation is due to the attempted lithotripsy with the original device handle or the emergency lithotripsy referenced in the description of event. The proximal end of the basket assembly was observed under magnification, the wires are frayed and uneven at the fracture point indicative of significant force being applied. A bend was noted in the drive wire 218.1 cm from the distal tip of the basket. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Mechanical lithotripsy applies a high force to the drive wire, basket wires and the stone. If the stone requires a force to fracture that exceeds the tensile strength of the drive wire or basket wires, breakage will occur. The IFU includes the following warning "basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The basket had been removed from the sheath and was returned advanced into a lithotripsy cable (mfg: mtw). The device sheath and handle were also included in the return with no visible damage. The lithotripsy basket was removed from the lithotripsy cable for further evaluation. The basket is deformed, indicating an application of force. It is unknown if this deformation is due to the attempted lithotripsy with the original device handle or the emergency lithotripsy referenced in the description of event. The proximal end of the basket assembly was observed under magnification, the wires are frayed and uneven at the fracture point indicative of significant force being applied. A bend was noted in the drive wire 218.1 cm from the distal tip of the basket. The overall length of the returned basket portion was approximately 221cm, indicating the basket wire was broken near the handle of the device prior to removal of the sheath. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The basket wire broke during the attempted lithotripsy with the alliance handle as indicated by the user. This basket does not have predesigned breaking points. As mechanical lithotripsy applies a high force to the drive wire, basket wires and the stone if the stone requires a force to fracture that exceeds the tensile strength of the drive wire or basket wires, breakage will occur. The IFU includes the following warning "basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During lithotripsy, the physician used a cook fusion lithotripsy extraction basket. It was reported that the wire in the sheath broke. According to an updated description of event received 04 jul 2024, "during the mechanical lithotripsy with the cook basket, the original did not allow lithotripsy. The basket had caught the stone and could not be lithotripped. After this finding, however, the basket could not release the stone again. As a result, the original handle had to be cut off in order to carry out the lithotripsy with the emergency wave from mtw. If this maneuver had not worked, surgery on the patient would have been unavoidable." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.